Event description:
The customer called to report a button error alarm during normal use. Troubleshooting was performed, but the buttons did not respond to any button presses. The customer wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.